Event description:
A getinge service territory manager (stm) reported that during inspection of the cs300 intra-aortic balloon pump (iabp), the display is unreadable. Since the event occurred during inspection of the unit, there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (method codes), h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue, replaced the display, cable, and mounting bracket to resolve this issue. The stm then performed full functional and safety checks. Unit passed all tests performed. The iabp unit was returned to the customer and released for clinical use. (B)(6).

Event description:
A getinge service territory manager (stm) reported that during inspection of the cs300 intra-aortic balloon pump (iabp), the display is unreadable. Since the event occurred during inspection of the unit, there was no patient involvement, thus no adverse event was reported.